Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to an adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in 2012. The patient was on her late (B)(6). Gynecological history included average, heavy menstrual flow. Concurrent conditions included headache, irregular periods and painful periods. Rash, pruritus and abrasions were denied. She stated she had pain since insertion, which was worse with exercise and during her menstrual cycle. She also reported she had allergy to nickel and she wanted essure removal. She was hoping to regain her fertility. On (B)(6) 2015, diagnostic hysteroscopy and laparoscopic bilateral salpingectomy with essure removal were performed. Both coils were taken out in 2 pieces. The patient tolerated the procedure well and was taken back to the recovery room in stable condition. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain / pain since insertion worse with exercise and menstrual cycle. A laparoscopic bilateral salpingectomy with essure removal were performed. Both coils were taken out in 2 pieces (seen as device breakage during removal). Both events are listed in the reference safety information for essure. Pelvic pain during essure therapy and device breakage during essure removal procedure may occur. In this case, she experienced pelvic pain since essure insertion. Based on their nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 08-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain / pain since insertion worse with exercise and menstrual cycle. A laparoscopic bilateral salpingectomy with essure removal were performed. Both coils were taken out in 2 pieces (seen as device breakage during removal). Both events are listed in the reference safety information for essure. Pelvic pain during essure therapy and device breakage during essure removal procedure may occur. In this case, she experienced pelvic pain since essure insertion. Based on their nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious event was reported. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
Follow up 18-aug-2016: the number of follow up attempts have been completed, without response to date. No new information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs